Event description:
During preparation for an atrial fibrillation procedure, the field frame was plugged in incorrectly, and after this the cable and plug of the field frame was burned. The field frame and field frame cable were replaced to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported burned port could not be determined. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.